Manufacturer narrative:
The event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not connect to their patient controller. The patient underwent a surgical procedure where the device was placed into surgery mode. A field representative attempted to connect the ipg to the patient controller but was unsuccessful. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Correction a4 - patient's weight should be 169 pounds instead of 120 pounds.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.